Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device exhibited high thresholds and no capture. Multiple attempts were made to redeploy, but failure to capture at high outputs was consistently observed. Also, the delivery system became kinked near the point of the deflection, which made further attempts impossible. The device and delivery system were removed and replaced. No patient complications have been reported as a result of this event.